Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The field representative met with the patient and was not able to communicate with the ipg using their clinician programmer. The patient has not used the system in several years allowing the battery to die. The patient plans to undergo surgical intervention.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was restored post operation.